Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located on the battery compartment and several failed battery alarms found on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, self test and displacement test. The battery cap installed and held secure properly during testing. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery failed alarm noted during testing and review of the history files show one (1) failed batt test alarm on (B)(6) 2021 at 15:19. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor or force sensor and on the inside of the battery tube during visual inspection. A test p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, serial number label stained, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment and battery tube threads are confirmed. The pump passed the required testing however, moisture damage was found during visual inspection. Failed batt test is not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.